Event description:
It was reported that screen was showing flexion when the knee was in extension. The screen went black and system was unplugged. Backed out of everything and restarted to make it work. Delay of less than 30 minutes involved and no injuries reported.

Manufacturer narrative:
H10: the navio surgical system logs, used in treatment, were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if there was a software failure that caused it to crash. If the system logs associated with this event are returned at a future date, this evaluation will be reopened for investigation.